Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("right lower quadrant pelvic pain / pain due to intrauterine contraceptive device (iud), sequela") and embedded device ("within this fallopian tube and protruding from the end opposite of the fimbriae, there is a gray metallic coil contraceptive device /right coil was found to be embedded in the right cornua uterine fundus") in a 31 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma. In 2006, the patient had essure (ess205) inserted. In 2006 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia / excessive bleeding in premenopausal period"). Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important) and device expulsion ("within this fallopian tube and protruding from the end opposite of the fimbriae, there is a gray metallic coil contraceptive device /right coil was found to be embedded in the right cornua uterine fundus"). The patient was treated with surgery (laparoscopy bilateral salpingectomies hysteroscopy and da vinci histectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. The reporter commented: final diagnosis of pathology report: fallopian tubes, left an right: bilateral fallopian tubes in full cross-section with no specific histopathologic change. Essure coil present in one tube. Uterus and cervix, hysterectomy: cervix with no specific histhopathologic change. Uterus with proliferative phase endometrium and leiomyoma; negative for hyperplasia and carcinoma. The myometrium is tan and trabeculated with one white-ivory intramural whorled nodule, 1.1 cm in greatest dimension. Findings of surgery for essure removal findings: left coil was removed with a left salpingectomy. Right coil was not in the right tube and was eventually found to be embedded in the right cornua uterine fundus. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("right lower quadrant pelvic pain / pain due to intrauterine contraceptive device (iud), sequela") and embedded device ("within this fallopian tube and protruding from the end opposite of the fimbriae, there is a gray metallic coil contraceptive device /right coil was found to be embedded in the right cornua uterine fundus") in a 31 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma. In 2006, the patient had essure (ess205) inserted. In 2006 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia / excessive bleeding in premenopausal period"). Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important) and device expulsion ("within this fallopian tube and protruding from the end opposite of the fimbriae, there is a gray metallic coil contraceptive device /right coil was found to be embedded in the right cornua uterine fundus"). The patient was treated with surgery (laparoscopy bilateral salpingectomies hysteroscopy and da vinci hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. The reporter commented: final diagnosis of pathology report: fallopian tubes, left an right: bilateral fallopian tubes in full cross-section with no specific histopathologic change. Essure coil present in one tube. Uterus and cervix, hysterectomy: cervix with no specific histhopathologic change. Uterus with proliferative phase endometrium and leiomyoma; negative for hyperplasia and carcinoma. The myometrium is tan and trabeculated with one white-ivory intramural whorled nodule, 1.1 cm in greatest dimension. Findings of surgery for essure removal findings: left coil was removed with a left salpingectomy. Right coil was not in the right tube and was eventually found to be embedded in the right cornua uterine fundus. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.